Manufacturer narrative:
This was initially reported on the summary report dated june 30, 2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, bowel problems, bleeding, dyspareunia, neuromuscular problem, emotional distress and a product problem. It was also reported that the plaintiff experienced erosion, vaginal discharge and discomfort. The plaintiff underwent a series of revisions. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death reported was hypertensive cardiovascular disease. Related to MFR # 2183959-2016-00011.